Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken hanger assembly, however could not confirm the comment that the connector was loose. The internal rattling comment was also confirmed; the main printed circuit board (pcb) assembly had a loose screw, and the display frame had stripped out a screw boss. The output connector assembly was broken, and the display wire was pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a loose connector, and the hanger assembly was broken. It was also reported that the epg had "internal rattling." The epg has been returned for repair. There was no patient involvement.